Manufacturer narrative:
The device was not returned to edwards for evaluation as it was not available for return. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. There are many factors that could result in the need to explant a bioprosthetic valve, the most common of which is regurgitation. This complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, procedure factors. It is typically not related to product malfunction. In this case, it was reported that a 25mm aortic pericardial valve was explanted after an implant duration of approximately three (3) years and five (5) months possibly due to regurgitation. Minimal information was received regarding this explant and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards had learned that a 25mm aortic pericardial valve was explanted after an implant duration of approximately three (3) years, five (5) months possibly due to regurgitation. No additional details were provided.